Event description:
During drilling on compression screw side plate in hip replacement case, the 3.2 drill bit broke off in the pt's bone. Broken bit was not able to be retrieved and was left in the pt's bone covered by plate.